Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer blood glucose level was 414 mg/dl at the time of incident and the current blood glucose level was 409 mg/dl. Troubleshooting was declined. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer reports the following symptoms related to their high blood glucose such as abdominal pain pressure behind the eyes. Based on customer report customer does not allege pump was under delivering. The insulin pump will be returned for analysis.